Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, broken plug strap, delamination of valve, brown particles. A leak test was performed and found one opening. A microscopic analysis identified: a curved sharp opening on valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap), broken plug strap with striated edge assessed as surgical damage and partial delamination of plug strap disk shell assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.